Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal would not deploy. The surgeon is highly experienced and uses heartstring products in 75%-80% of cases. A new kit was used to complete the procedure. The lot number is unk. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).